Event description:
On 10/01/97, the account reported a false positive bhcg result, which was given from the axsym analyzer. A result of 29 miu/ml was reported and questioned by the physician. The sample was retested on 10/6/97 and a result of 0 miu/ml was given. No report of injury. The account had reported to be expeirencing reproducibility problems. According to the account, controls were in range for the low and medium controls on both dates. No liquid level sense errors were noted in the message history log. Both probes were found to be worn, however precision was still poor after they were changed.